Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 2000 mg/dl. Customer stated that the insulin pump died and because of that they experienced hyperglycemia. Customer reported that they rush to the hospital because of high blood glucose. Customer was called back with blank display after receiving new battery cap. Customer did not provide detail;s about hospitalization. The customer did not provide any symptoms regarding high blood glucose. Customer did not want to troubleshooting. The insulin pump was returned for analysis.